Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first two staples appeared to be misaligned with one partially formed staple in the forming tool. The stapler was returned with 19 staples remaining in the cover block. The trigger was not returned engaged. Clear evidence of use in the form of biological material was present on the device. Dimensional inspection was not required as a part of this complaint investigation. The partially formed staple was removed from the forming tool. Upon removal of the staple, two additional unformed staples were observed in the forming tool. The two unformed staples were removed before attempting functional inspection. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple formed but did not release. The second staple misfired. To simulate insertion, the remaining staples were fired into a simulated skin. Upon engagement of the trigger, multiple staples misfired into the skin pad. The stapler was disassembled, and it was confirmed to have been assembled correctly. No flash was observed within the cover block. In addition, die casting anomalies were discovered on the forming tool. A nonconformance was opened by the manufacturing site to further investigate this issue. Per DHR the product visistat 35r 6/box lot # 73a2300314 was manufactured on 01/09/2023 a total of (B)(4) pieces. Lot was released on 01/25/2023. DHR investigation did not show issues related to complaint. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of misfire/jamming - staples not forming/closing was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned and one partially formed staple was in the forming tool. Upon functional inspection, multiple staples misfired. The sample was disa ssembled. Die casting were observed anomalies on the forming tool. No flash was discovered in the cover block. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "hospital reported that our skin stapler got issues cannot work to close the wound". At the time of this report, the customer has not returned our requests for additional information.